Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the active exhalation control module and front panel pca were observed. The device's active exhalation control module and front panel pca were replaced to address the issue.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the active exhalation control module and front panel pca were observed. The device's active exhalation control module and front panel pca were replaced to address the issue.